Event description:
Date of onset of symptoms - (B)(6) 2014. Main symptoms: strain, tightness, pressure behind the eye socket and in the around the eye; burning sensation , pain in cold, dry conditions/ pain on touching closed eyelids, eyelids are sensitive, eyelids feel heavy; pain on moving eye to any extremities or on rolling eyes clockwise or counter clockwise; pain level - fluctuates between 1.5 to 6 on a scale of 1-10; photophobia - mobile screens, computer, tv, sunlight. Tv is the most painful of the lot; cold air increases pain. Additional notes.; no redness in eye; no loss of vision or vision compromise.